Event description:
Clinical adverse event received for polysynovitis and mild laxity. Event is serious and is considered moderate. Event is possibly related to device. Event is not related to procedure. Date of implant: on (B)(6) 2003, date of revision: unk, date of event: on (B)(6) 2023, (left knee). Treatment: revision; insert was revised.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b1 (product problem), b5, h6 (clinical codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (medical device problem code).

Event description:
On (B)(6) 2003, the patient underwent successful bilateral knee replacements using depuy synthes implants, including patella resurfacing. The cement manufacturer was not indicated in the surgical report. On (B)(6) 2023, the patient visits the doctors for a follow-up evaluation. The patient had bilateral pain and swelling and noticed instability, more on the right than the left. The left and right knee demonstrated laxity, more on the right than the left. There was a mild effusion on both knees. X-ray review demonstrated some asymmetric poly wear, more notable on the left than the right. The surgeon planned to revise the right insert to address polysynovitis and mild laxity.